Event description:
It was reported that the light source front panel is blinking and then going dark. The issue occurred during a diagnostic colonoscopy and upper endoscopy procedure that was completed using the same set of equipment. There was no delay in the procedure and no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. New information added to the fields: b5, d8, d9, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of the blink front panel was confirmed. Based on the results of the investigation, a root cause could not be identified for the events. However, the reported event of the blinking front panel was likely due to the worn-out socket slider switch. Olympus will continue to monitor field performance for this device.

Event description:
The problem was first noticed during an upper diagnostic endoscopy colonoscopy procedure. No other devices were involved or replaced during the procedure. The intended procedure was completed with the same device without delay. No error message was display. There was no patient injury or harm due to the device malfunction. It was unknown if there were any pre-existing conditions associated with the patient at the time of the event.